Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf uni tib tray sz d rm PMA catalog #: 154725 lot #: 702910 and oxf twin-peg cmntd fem lg PMA catalog #: 161470 lot #: 074580. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00525 and 3002806535-2017-00526. Product location unknown.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately one year post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.